Manufacturer narrative:
(B)(4).

Event description:
It was reported on (B)(4)2019 that on (B)(6)2019, the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6)2019. The patient stated they experienced a discrepancy in readings which resulted in a hyperglycemic event. No symptoms or event details were provided. Data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they experienced gaps in readings which resulted in a hyperglycemic event. No symptoms or event details were provided. Data was not provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported allegation falls within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.